Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/16/2015. (B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a robotic total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2013 and a morcellator was utilized, due to uterine fibroids. In (B)(6) 2013 the patient was diagnosed with leiomyosarcoma. The patient underwent several CT scans. In (B)(6) 2015, the patient's oncologist discovered a spot on the patient's lung. The patient underwent a pet scan, and was diagnosed with having lung cancer from which the cancer cells in the lung are that of the uterine cancer. The patient is undergoing chemotherapy and may have to undergo another surgery for removal of the lung cancer. No additional information was provided.